Event description:
Physician reported, capsular contracture, baker grade unknown. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade unknown. Healthcare professional, later reported, that the baker grade of the capsular contracture is IV. And "implant has multiple small folds and intact". Device has been explanted and replaced with non-allergan device.

Event description:
Physician reported right side capsular contracture - baker grade IV. Device MRI has been performed, which identified "multiple small folds". Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: no observations are performed for the complaint as the event is insufficient information. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Healthcare professional later reported that the baker grade of the capsular contracture is IV and "implant has multiple small folds and intact." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g4, h3, h6.